Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 200 mg/dl and sensor glucose value was 55 mg/dl at the time of the event. Suspend on low limit in sensor settings was at 60 mg/dl. The customer was advised that the average sensor glucose and blood glucose differences should remain under 20 percent over the life of the sensor. Customer was assisted with troubleshooting and was informed that sensor issues could be related to site location, non optimal insertion, taping and timing of blood glucose entries. The sensor will be returned for analysis.

Manufacturer narrative:
Inspected 1 opened or used sensor and performed continuity resistance test and sensor failed test. Found cannula bent unable to confirm customer received sensor in said condition due to customer returned opened or used.